Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of a mild calcified right common femoral artery was attempted and hemostasis was achieved with manual arterial compression. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary interventional procedure. Reportedly, the suture was not retrieved and a cuff miss occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.